Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's pump had unexpectedly reset. The customer's blood glucose level was not impacted. Tandem technical support assisted the customer with loading the cartridge back onto the pump.